Event description:
A malfunction was reported with a code of malf 12, and customer technical support (cts) provided the necessary steps to reset the pump. There was no adverse impact on the customer's blood glucose level. After resetting, the malfunction did not recur, and the customer continued to use the pump.